Event description:
Several passes made with this catheter in left common femoral. When trying to remove catheter (for cleaning) purposes, catheter was noted to have tip broken off in sheath. Did have difficulty inserting catheter through 7fr pinnacle sheath. No pt harm noted.